Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed the reported issue. Event logs showed transducer pt800 faults. The technician successfully calibrated pt800. Solenoid failure was the cause of the reported problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported that the vela ventilator stopped functioning without warning. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.